Event description:
It was reported that the patient's hearing performances has deteriorated. Electrode array is in the cochlea. A CT scan does not show any significant ossification. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.